Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the lung lobe in a laparoscopic lobectomy procedure, the surgeon was able to press the green button but was unable to squeeze the handle and the device did not fire. The handle and reload were replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual evaluation noted that the loading unit was fully fired. The loading unit was loaded into a pmv instrument for functional testing. The interlock was overridden and the loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.